Event description:
Reporter indicated that patient was explanted due to recurrent infections. During the explant procedure, a large amount of sanguinous material was aspirated from the pulse generator pocket. Both the lead and generator were explanted, after which the wound cavities in both the chest and neck were debrided of granulation tissue.